Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that at a device follow, the right ventricular (rv) lead exhibited high threshold and high impedance. A thorax x-ray confirmed rv lead dislodgement. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, no eval explain code if information is provided in the future, a supplemental report will be issued.